Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic) and low frequency power (lfp) episodes while the patient was working with an electric chainsaw. The electrograms (egm) showed 60-cycle conducted sinusoidal electromagnetic interference. It was advised to discontinue the use of the electric chainsaw and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.